Event description:
The manufacturer's representative (rep) reported they were charging the implantable neurostimulator (ins) before the case when a power on reset (por) was displayed. The ins was never implanted and was going to be returned to the manufacturer.